Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade of 3-4 with a posterior leaflet flail. The first clip was implanted with no reported issue. A second clip was implanted with no reported issue. After the steerable guide catheter (sgc) was retracted out of the patient, it was shown on echocardiogram that the clip detached from the anterior leaflet. Final mr is at grade 2. There was no clinically significant delay in the procedure and no adverse patient sequela .no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation/slda was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.